Event description:
An exam performed by the optician showed signs of ingrowths of corneal vessels and some scar tissue with possible inflammation of eyelid. Scarring location on the cornea was not indicated. No lens info provided.